Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Physical inspection noted the devices to be in fair condition with no anomalies observed. The feedback details state that the infusion was running for "almost 12 hours" when it was noticed that the vtbi was 39.6ml and only 6.9 ml had been infused, however analysis of the event log shows that between (B)(6) 2016 23:10:29 (infusion start) and (B)(6) 2016 10:05:55 (infusion stop) there is a time period of 10hr 55min & 26sec. During this time period the actual infusion time was 07hr 41min & 38sec due to channel off / selected and patient pressure alarms stopping the infusion. The infusion rate was 2.325ml/h and the syringe pump would have infused 17.888ml (calculated) during this time period, therefore the recorded syringe volume at the start of the infusion (55.8845ml) minus the calculated volume infused (17.888ml) would result in a remaining syringe volume of 37.9965ml. The back-off feature had been enabled and the syringe module event log identified that a total of 8 valid patient pressure alarms had occurred during this time period which would have resulted with the pump performing a back-off function. When back off mode is enabled and a pressure sensing disc is in use, the motor reverses plunger movement during an occlusion until the pressure returns to pre-occlusion levels, automatically reducing bolus flow. The back-off volume is "subtracted" from the volume infused and "added" back the vtbi. The back-off volume can be calculated from the pcu event log using the pre and post occlusion recorded volume infused values, however these values are not recorded in the syringe module event log. The direction for use (dfu) states the maximum bolus volume on occlusion release and it is possible to approximate the back-off volume thus; with a pressure setting of 300mmhg the back off volume = [back off disabled bolus volume (ml) minus back off enabled bolus volume (ml)] = [0.462ml minus 0.126ml] = 0.336ml. The feedback form states that the occlusion pressure setting was 200mmhg, therefore the approximated bolus volume would be slightly less than that for an occlusion pressure setting of 300mmhg, and if an approximation of 0.25ml for a pressure setting of 200mmhg is used, then 8 x valid patient pressure alarms and their subsequent back off would have reduced the total volume infused by 2.0ml and increased the vtbi by the same amount. Therefore the previously calculated syringe volume (37.9965ml) plus the total back off volume (2.0ml) would result in a syringe volume of 39.9965ml which corresponds to the feedback statement that the vtbi was 39.6ml. Performance verification procedure (pvp) was performed and the devices were within specification. The root cause of the customer¿s report of an underinfusion was identified as a user error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that approximately 12 hours after having started a lipid infusion at a rate of 2.33ml/h, only 6.9 ml had been infused. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.